Event description:
Reportedly, the device was explanted due to regurgitation. The device was implanted in early 2008; however, the date that the device was explanted was not reported. It was reported that the device is not available for return. Follow up with the surgeon's office did not indicate why.

Manufacturer narrative:
Device not returned.